Event description:
It was reported that a pump was "constantly cycling." When the pump was powered off, the device powered on without user input. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The eval confirmed that while operating on power supplied from a battery module only, the device is able to power on without user input, enter sleep mode and shutdown without user input. The cause was determined to be contact between the scanner bracket screw and the 2 traces of the backflex causing shorting. At this time, the date of event is unk.